Manufacturer narrative:
Investigation: review DHR: inspect returned samples. Distribution history: this complaint unit was manufactured at csi on 12/14/2012 under wo # (B)(4) and shipped on 12/31/2012. Manufacturing record review: DHR 134676 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was returned in 2013 for a damaged hose noted on log 72199. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 95210, this unit was at csi on 11/4/2020. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Corrective actions: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No.

Event description:
Customer stated: "cryo tip is not defrosting when defrost button is being pressed". 1216677-2020-00264-1 ll100 cryosurgical (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Per customer: cryo tip is not defrosting when defrost button is being pressed. Order: (B)(4). Unable to confirm complaint. No leaks. Freeze and defrost tested ok. Ref: (B)(4). Ll100 cryosurgical 900001.